Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. The right ventricular (rv) lead tip seal plug was cored out. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this pacemaker exhibited r waves had decreased to 3 mv and there is possible undersensing of the device. Boston scientific technical services (ts) did not see any undersensing but had stated that there was no adequate safety margin. Ts then provided options to fix the problem and the health care professional (hcp) had reprogram the device and will continue to monitor the patient. This pacemaker device was then explanted. No adverse patient effects were reported.